Event description:
Patient reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec wear abrasion, deformation and crease fold. Cloudy and voids were observed after autoclave disinfection process. No opening was found in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.